Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. The service agent recommended that the customer replace their device as there are no repair options available. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing its service wrench icon. After an evaluation of the device, it was observed that the internal hlc levels had been depleted for a long period of time, which could lead to a failure of the device to have sufficient power for defibrillation energy delivery. There was no report of any patient use associated with the reported issue.